Event description:
It was reported the extension carrier broke upon retrieval of extension from the device pocket. The pt recovered without sequela.

Manufacturer narrative:
(B) (4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.